Event description:
Revision surgery - the patient was involved in a physical confrontation that resulted in pain in this shoulder. It was determined he would need an rsp due to the trauma of the event. The previous implant was removed and the patient has an rsp implanted.